Manufacturer narrative:
UDI #: n/a.

Event description:
It has been reported that the AED is not functioning properly.

Manufacturer narrative:
(B)(4). This device was originally reported as a dutch language device but it is actually an english language device.